Event description:
It was reported that the patient with this pacemaker system was exhibiting high out of range right ventricular (rv) lead impedance measurements above 3000 ohms due to lead fracture. In addition, the stated that their remote communicator displayed a red call doctor icon. This pacemaker was replaced, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.